Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be filed upon completion of the evaluation.

Event description:
It was reported that the customer had placed the pump into storage mode. The customer connected the pump to a power source to charge for an hour and the pump remained unresponsive. There was no patient involvement, as the customer was utilizing manual injections for therapy at the time of the event. Reportedly, the customer has manual injections available as alternate insulin therapy.